Event description:
It was reported that the patient developed methicillin-susceptible staphylococcus aureus (mssa) mediastinitis as a post-operation complication which was treated with surgical debridement on (B)(6) 2023 and a 6-week course of nafcillin. The patient was eventually transferred to another hospital on (B)(6) 2023 for continued intravenous (IV) antibiotics, wound vacuum assisted closure management and was discharged (B)(6) 2023 with an outpatient visit scheduled for 05oct2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.